Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient's mother stated on (B)(6) 2020, the patient had two sensors which failed during warmup. Upon removal of each sensor, a portion of the wire was visible on the underside of the transmitter holder. The patient¿s arm was sore and swollen and he was taken to his general practitioner (gp) on (B)(6) 2020. He was sent to the emergency & accident (e&a) injury unit at a hospital and an x-ray confirmed 3 pieces of wire retained under the skin. Removal was attempted under anesthetic but was unsuccessful. Because of the open wound on his arm he was placed on oral antibiotics. Surgery was planned for removal to be done at the clinic of a different hospital on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6)2020 . The patient's mother stated that on the same day the sensor was inserted, the patient had two sensors which failed during warmup. Upon removal of the sensor, a portion of the wire was visible on the underside of the transmitter holder. The patient¿s arm was sore and swollen and he was taken to his general practitioner (gp) on (B)(6)2020 . He was sent to the emergency and accident (e&a) injury unit at a hospital and an x-ray confirmed (B)(4) pieces of wire retained under the skin. Removal was attempted under local anesthetic but was unsuccessful. Because of the open wound on his arm he was placed on oral antibiotics. Surgery to remove the pieces under local anesthetic was performed at the a clinic in a different hospital on (B)(4) . The was able to get two wires out, but one had broken, and he was unsuccessful in getting a small piece which remains in the patient¿s arm. At the time of contact, the patient was doing okay but healing slowly. No product was provided for evaluation. The allegation was confirmed based on the removal of two sensor wires through local anesthesia; however, a small piece still remains in the patient's arm. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).